Event description:
It was reported that this right ventricular lead was explanted due to exhibiting low out of range impedance measurements. Another lead was implanted instead. This lead is not expected to be returned. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead was explanted due to exhibiting low out of range impedance measurements and experiencing insulation damage. Another lead was implanted instead. This lead is not expected to be returned. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem. H6: device codes.